Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient had lower back pain and radiculopathy was a again admitted for surgery where the surgeon performed spine fusion surgery using rhbmp2 on the lumbar region of his spine from vertebrae l3 to s1 where the surgeon encountered severe compressive bone hypertrophy and central stenosis. Per the records, " ..the rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space, posterolateral gutters, and over posterior elements) .. " on (B)(6) 2010: patient underwent unsuccessful percutaneous spinal cord stimulation trial. Patient also tried an intrathecal lumbar opioid trial and permanent implant on (B)(6) 2012. Patient allegedly continued to experience chronic and severe low back pain, with intermittent radiation of pain into his legs. The pain radiates through his right buttocks, down his thigh and down the back of his calf . Patient also had numbness in his right foot, and intermittent radiation of pain into his left buttocks and thigh . Patient experienced difficulty sitting for long periods. Patient needed assistance in daily activities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.